Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to noise. During a routine follow-up visit noise was noted on the sensing portion of the lead. The physician elected to replace the lead and also the implantable cardioverter defibrillator (ICD) at this time.